Event description:
It was reported that on (B)(6) 2012 a pump over infused lipids to a patient. A 250 ml bag was programmed to run at 21 ml/hr at 20:30 and intended to run for 12 hours, however after 7.5 hours the user reported that the infusion was complete.

Manufacturer narrative:
(B)(4). Sigma was unaware of this incident prior to the receipt of the medwatch (B)(4). The device was not returned to sigma for evaluation and hence an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.